Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on all three channels on the electrogram. The patient has chronic heart block with no r-waves therefore is pacer dependent. The noise resulted in pacing inhibition in some cases greater than 2 seconds of asystole was observed. The noise was likely due to an electromagnetic interference (emi) source. At this time the noise has not resulted in inappropriate shocks and the source of electromagnetic interference (emi) has not been reported. There were no related patient symptoms reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.